Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy continued successfully for 3 days after insertion, however blood was noted in the iab tubing and a "blood detected" alarm was generated. The iab was removed and upon removal it was noted that the inner lumen was broken. There was no reported injury to the patient.

Event description:
It was reported that intra-aortic balloon (iab) therapy continued successfully for 3 days after insertion, however blood was noted in the iab tubing and a "blood detected" alarm was generated. The iab was removed and upon removal it was noted that the inner lumen was broken. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. A visual examination of the product detected the inner lumen within the catheter was completely separated approximately 0.254cm from the rear seal. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4). Record ID (B)(4).